Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the 7f maxi ld 14x4 balloon ruptured during a case. It never achieved pressure. This balloon simply ruptured before any significant pressure was attained. Nothing out of the ordinary. There was no reported injury to the patient. The device will be returned for evaluation.